Event description:
It was reported that during the procedure, the programmer head was applied to change the device setting, but the settings did not change until after moving the head away from the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. Concomitant continued: 5076-52 implantable pacing lead 2007 (B)(6); 5054-58 implantable pacing lead 2007 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.